Event description:
It was reported that the User experienced an infection at the Sensor insertion site. Symptoms, including redness and a hot lump approximately the size of a silver dollar, first appeared on (b)(6) 2026 and were confirmed as an infection by the inserting healthcare professional. The user reported that the reaction may have been related to an allergy to Steri-Strips. The HCP prescribed Bactrim and topical mupirocin and advised the user to discontinue use of the Eversense system until the infection is resolved. The user followed this recommendation and was instructed to monitor glucose levels with a blood glucose meter as a backup while not receiving sensor readings. The infection improved significantly after treatment, no sensor removal was required, and no other infections were reported. Follow-up information from the clinical specialist indicated that the infection had been resolved, and the user resumed using the Eversense system.

Manufacturer narrative:
Development of Infection at the insertion /removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the device's manufacturing records indicated that the sensor lot met all requirements including sterilization requirements for release.